Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 5/3/16 that a customer had an issue with a syringe. The customer reports syringe part breaking off.

Manufacturer narrative:
Based on the reported malfunction stated by the customer, this complaint was filed as an MDR. However, based on the returned samples, the syringes were broken on the finger flanges only. There was no crack/break in the fluid pathway. Therefore, this complaint should not have been filed as an MDR. Please see below for investigation findings. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were 100 samples (unopened) submitted with this complaint. All samples were inspected for damage and 2 issues were identified for broken finger flanges. The reported condition is confirmed. The root cause was due to a misalignment of the head in the barrel printer. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. The details for the broken barrels were documented on a process correction log. The issue was occurring while barrels were loaded by print head 4 on barrel printer 2. The printer head was turned off and adjusted as a correction. A check back inspection was performed and the results met the acceptance criteria. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. A corrective and preventive action (CAPA) for syringe damage will be evaluated at the CAPA review board meeting for the manufacturing site.